Event description:
It was reported that this left ventricular (lv) lead was suspected of loss of capture or sensing issues. An x-ray was performed, and no anomaly was found. Data was provided to boston scientific technical services for review however, the data was unreadable. Boston scientific technical services provided troubleshooting advice. No adverse patient effects were reported. This lv lead remains in-service.

Event description:
It was reported that this left ventricular (lv) lead was suspected of loss of capture or sensing issues. An x-ray was performed, and no anomaly was found. Data was provided to boston scientific technical services for review however, the data was unreadable. Boston scientific technical services provided troubleshooting advice. The patient will continue to be monitored via latitude home monitoring system. The patient was scheduled for a follow-up appointment in march 2023. No adverse patient effects were reported. This lv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.